Event description:
Pt had a ross hide-a-port gastrostomy tube 14fr 2.0 cm placed approx 4 weeks prior to event date when the balloon broke. In the past, the pt had used the mic-key brand g-tube which lasted 6 mos and according to family member.